Manufacturer narrative:
Correction data: addition narrative, component code philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon troubleshooting, fse found that even after implementing fsca, the system still did not turn on as normal. The fse reloaded the software on the x-ray pc which failed, therefore, they replaced the x-ray pc. The system had a radiology issue, despite multiple reload attempts. To resolve the problem fse replaced the pc and reloaded the software and returns the part for further analysis, but no failure found from these parts. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the screen got stuck with philips logo and flexvision indicated "radiology system off". The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon troubleshooting, fse found that even after implementing fco, the system shuts down and restarts on its own or doesn't power on. The fse replaced faulty cables, but the issue persisted post software reload. The fse replaced the x-ray pc and cables, multiple software reloads, but the problem persisted. To resolve the problem finally the suit pc was replaced and returns the part for further analysis, but no failure found from these parts. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.